Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported a blood glucose (bg) of 289 mg/dl after eating bread and announcing it as a usual meal. Being new to the ilet, the user acknowledged that the meal should likely have been announced as more. A finger stick confirmed bg was trending down. The highest bg recorded was 289 mg/dl, which was corrected by allowing the ilet to adjust. The ilet did not provide an alert, the user felt "yucky" as reported symptoms, no outside assistance, or medical intervention were required at the time of call.